Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned on 11/11/2016 to zoll (B)(4) for investigation. Investigation is as follows: visual inspection results: during the visual inspection of the platform, there was no damage observed to the housing of the device. Archive data results: the archive file shows on (B)(6) 2015 - user advisory 02 (compression tracking error) occurred during power up and after the very first compression. After one minute (during adjustment) the platform showed it ran for 15 minutes with 1,103 compressions with not issue. Functional testing results: the device passed functional testing. Unable to reproduce the user advisory during functional testing. No errors found. Summary: it was observed during investigation of the archive data file that a user advisory 02 error code occurred after the first compression. This would account for the device stopping after one compression as reported by the physician attending the patient. However the reported error message of "check patient alignment, reset lifeband" was not observed during this investigation. In conjunction with what was reported by the physician, the patient was adjusted and the platform performed as intended without issue; the platform showed (in archive review) that it did in fact continue to provide compressions for the next 15 minutes. To further test the platform it was ran with the test manikin for 15 minutes with lrtf (large resuscitation test fixture) using one li-ion battery with no faults found. There was no damage observed to the enclosure. The autopulse platform passed load cell characterization test, both load cells are within specifications. The platform passed final testing.

Event description:
It was reported that during patient use, the autopulse platform (s/n (B)(4)) stopped compressions. The autopulse platform had a fully charged li-ion battery. The patient was a (B)(6) female who weighed (B)(6). According to the physician on site, the platform gave one compression and displayed "check patient alignment, reset lifeband" message. The physician checked the patient alignment, pulled up on the lifeband to reset and restart the platform. The platform continued to administer compressions without any further issue. No report of negative effect to the patient due to this event. No additional information was provided.